Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens (iol), the patient had brown spots on the lens resulting in a decrease of one line of vision. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested and received stating brown spicules/spots widespread throughout the lens. The patient was however happy with his vision and required no further intervention at present.